Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted due to excessive vaulting. The patient experienced significant reduction of irido-corneal angles, elevated intraocular pressure, pigment dispersion and an unreactive pupil (fixed). The lens was repositioned. The patient's post-op best-corrected visual acuity was 20/6/9.

Manufacturer narrative:
The lens was exchanged on (B)(6) 2016 for a shorter lens and the problem was resolved. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was torn and the lens had pen markings on it. (B)(4).